Event description:
During routine heart cath with soft tip catheter, on third injection of dye into left coronary artery, pt went into cardiac arrest. Resuscitation, including iabp insertion was unsuccessful. Paced but unable to maintain bp so pt taken to or where perforation of abdominal aneurysm diagnosed. Pt expired. Cause of death listed as "acute mi secondary to left main coronary dissection during heart cath, perforation of intra abdominal aortic aneurysm.